Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator (B)(6) 2008; 4194 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the superior vena cava (svc) coil experienced a "jump" in impedance and a fracture was confirmed. The right ventricular (rv) coil impedance has also risen. The svc coil was turned off and the lead remains in use. No patient complications have been reported as a result of this event.